Event description:
During an in clinic follow-up, myopotential oversensing resulting in loss of pacing was observed on the device. The patient was pacemaker dependent and the event was reproduced in clinic. The physician alleged the event was related to a car crash the patient was recently involved in. Abbott technical support was contacted and the device was reprogrammed to resolve the event and the patient was in stable condition.